Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The customer reported having no alarms. Attempted to replicate the customer's complaint using similar configurations [google pixel 2xl android 11 2.8.4.9335, iphone 11 ios 16.6 2.10.2.7677] or the same configurations] and the reported issue was unable to be replicated and the system and functioned as intended. There were no issues identified with the freestyle librelink app during replication that would have led to the reported issue. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device, with use with an unknown device. It was reported that the high/low glucose alarm failed to sound and, as a result, the customer experienced a loss of consciousness and was unable to self-treat. Emergency services were called and upon their arrival, the customer was administered unspecified treatment by a hcp. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported with the adc device, with use with an unknown device. It was reported that the high/low glucose alarm failed to sound and, as a result, the customer experienced a loss of consciousness and was unable to self-treat. Emergency services were called and upon their arrival, the customer was administered unspecified treatment by a hcp. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Physical investigation of product is not anticipated. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.